Event description:
It was reported per field service report: symptom - pump would not turn on. Purge failure alarm while on patient. No support for approximately 10 minutes with no harm to patient. Findings/actions taken: started and stopped pump repeatedly. No purge failure. Ran pump for 2 hours. Repeat, start and stop. Okay. Additional information received on (B)(6) 2012 reported that the event occurred in the cath lab at 1345 pm est. The engineer received a call from the staff indicating an intra-aortic balloon pump (iabp) would not turn on. Upon arrival, it was noted that a purge failure (3) alarm was active and the iabp was not operating. The patient was laying on the cath lab table and not supported during the event for approximately 10 minutes. The tubing, connector and helium tank looked fine. Initial troubleshooting (check tubing, connector, helium tank( failed. Exchanged helium tank, which also failed. As a result, the pump was switched to lw10 and worked properly upon start. There was no patient death, complications or injury. No medical/surgical intervention was reported. The patient outcome was okay and continued with therapy.

Manufacturer narrative:
(B)(4). A field service representative (fsr) from teleflex confirmed that there was no patient complications or injuries. The patient outcome was okay and continued with therapy. The pump is back in service. There is no parts return. The fsr also spoke with a field service expert (fse) from teleflex about this. The fse had not been notified to service the pump until a day or two before the service date on the field service report. The biomed did not tell the fse that there was any patient involvement until he arrived and noticed the hospital reports with the pump. The biomed let the pump sit before calling as the biomed didn't want to bring in a fse for just one pump. The device will not be returned for evaluation.